Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported deflation difficulty and difficult to remove could not be replicated in a testing environment due to the condition of the returned device. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported deflation issue; however the reported difficult to remove appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for difficult to remove from the guiding catheter and for deflation issues. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the nc trek balloon catheter was advanced to the target lesion successfully. However, after inflation, the balloon would not deflate and could not be removed through the guiding catheter. Therefore, the balloon catheter, guiding catheter and guide wire were removed all together as a single unit successfully from the patients anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.